Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke after it lasted to 8 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was received for evaluation. No evidence of any break could be observed on the returned balloon catheter during the visual analysis. On functional testing in-house inflation device used to inflate the balloon while inflating it water was leaked from the proximal end of balloon. Further the fibers were stripped and through microscopic observation could observe pinhole rupture in the balloon. No further testing was performed. Based on the return sample analysis pin hole rupture was identified, however no break was noted in the returned device. Therefore the investigation was confirmed for the identified balloon rupture and unconfirmed for the reported break issue. A definitive root cause for the identified balloon rupture and reported product break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (expiry date: 01/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly broke after it lasted to 8 atm. The procedure was completed using another device. There was no reported patient injury.